Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11, the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error(e237), corrosion at the light guide lens, outside shield unit was dirty. A definitive root cause could not be established. Based on the investigation results, the most probable cause of the reported issue was attributed to an electronic component failure. However, the probable cause of the scope error (e237) was traced to corrosion on the plug unit. Additionally, the probable cause of the malfunctions identified during device evaluation could not be determined. It is presumed that the likely cause of the dirty outside shield unit was water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced error e315 (endoscope not supported by the processor). This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.